Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-feb-2025. Investigation summary: bd received 10 samples for investigation. The returned samples were inspected for damage, and no visible defects were found. A functional test was performed on the sample tubes, and all tubes met specification limits with the stopper function operating correctly. Additionally, 10 retained samples were inspected and no visible defects were found. A functional test was conducted on these retained samples, and all tubes met specification limits with the stopper function operating correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units there was a stopper pops off seen in 1 tube with an abnormal stopper that resulted in blood leakage. The sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units there was a stopper pops off seen in 1 tube with an abnormal stopper that resulted in blood leakage. The sample was recollected and no adverse impact was reported regarding the patient or user.